Manufacturer narrative:
Section b5: systolic/diastolic heart failure (hf), hyperglycemia gastrointestinal (gi) bleed with melena is addressed in MFR # 2916596-2020-00482. Section d7, g3: correction. Section d10: a portion of the percutaneous lead was received on (B)(6) 2020 and the pump was received on (B)(6) 2020. Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: incidental findings: superficial holes in the silicone sleeve of the 20" distal and portion of driveline. The report of a potentially compromised driveline was also confirmed based on the evaluation of (B)(6). A distal end repair had been performed on (B)(6) 2020 and a 20¿ portion of the original driveline was returned for evaluation. Continuity and hipot testing were performed on the 20¿ repair portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. The pump was returned with the driveline cut approximately 1.5¿ from the pump housing and the severed portion of driveline was returned in 3 portions, a 3.5¿ portion, a 7.5¿ portion, and a distal end portion measuring approximately 25¿ in length. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Continuity and hipot testing were performed on the 1.5¿ pump end portion, 3.5¿ portion, and the 25¿ distal end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 7.5¿ distal end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the yellow, orange, and green wires at what would be 8.5¿ from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the yellow, orange, and green wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and a pump off alarm on (B)(6) 2020; patient was placed on short to shield cable on arrival to the emergency room (ER). Driveline (dl) was severely twisted. The log file showed pump stop events on power module and battery power. On (B)(6) 2020, the log file analysis showed pump stops events post drive line repair on 06jan2020, while using the patient cable. It was believed to be a phase to phase short. On (B)(6) 2020, heartmate ii (hmii) distal end performed per procedure. No immediate alarms following procedure. Patient was going to have an hm 2 to hm 2 exchange due to short in dl and dl fault. Repair was done on monday 06jan2020. Patient continued to have issues with pump stop post repair. It was decided by the surgical and cardiology team to exchange the pump. On (B)(6) 2020, hmii exchange to hmii due to dl internal issue. Patient had a history of essential hypertension (htn), dl damage, systolic/diastolic heart failure, hyperglycemia gastrointestinal bleed with melena. Implant kit had an expired internal battery. Old one disposed per their protocol. Team changed the expired battery out before the case. This log file pre-pump exchange showed pump stops while attached to power module and while on batterie.